Manufacturer narrative:
(B)(4). One sample was received for investigation. During visual inspection no issues were observed. Serial number (B)(4) was confirmed with sample. Functional tests were performed and passed tests conducted. However electrical current test was not able to be conducted since component thermal cutoff (pn pi-0009) was detected open (circuit) and due to this condition the unit did not heat up. It is possible the cause of this damage on the component was due over heating the unit. Issue reported was confirmed. Customer complaint is confirmed through functional testing. However, a corrective action for the defect observed cannot be established due to the fact that all aquatherm heater's are 100% tested by manufacturing. Therefore, it is unlikely that the issue found in the sample occurred during manufacturing. This defect would have been detected during the final inspection test. Teleflex will continue to monitor for this customer complaint description.

Event description:
Customer complaint alleges the "the aquatherm iii heater did not heat water". Alleged malfunction reported as detected prior to patient use/functional testing. No report of patient injury or consequence. No report of delay in treatment.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established , at this time , as it is necessary to receive the device sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed at this time. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges the "the aquatherm iii heater did not heat water". Alleged malfunction reported as detected prior to patient use/functional testing. No report of patient injury or consequence. No report of delay in treatment.